Manufacturer narrative:
The investigation reviewed the alarm trace and found multiple abnormal sample aspiration and abnormal sample probe movement alarms. These alarms relate to patient sample-handling issues. The investigation determined that the event was consistent with a sample-related issue. No further issues were reported by the customer.

Manufacturer narrative:
The reagent lot number is 670838. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii assay result from one patient sample tested on the cobas 6000 e601 module. The initial result was reported outside of the laboratory. The initial result was 164.9 pg/ml. The repeat result was 15.14 pg/ml.